Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient; the patient provided his weight at the time of the event.

Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their therapy had stopped due to a power on reset (por). The patient stated that they were recharging their implantable neurostimulator (ins) when the error message was seen. After a while, the screen on the recharger went blank and it started beeping. The patient stated that they continued get the por error message on the recharger. It was noted that the por was informational and not related to an overdischarge event. Troubleshooting steps were performed and the issue was resolved. The patient was able to successfully clear the por. It was reviewed that therapy would resume at the last programmed parameters and that the patient could adjust if needed. It was confirmed that the patient was receiving adequate therapy. No further complications were reported or anticipated. Indication for use is non-malignant pain.